Event description:
Rptr has been using this product since august. She was receiving readings of 137 with the strips from the box. Rptr stopped her insulin. Upon visiting her physician and using the strips that came with the meter, she noted that the reading was 315. Rptr has 2 bottles from the same lot number (unknown) and has returned them to the pharmacy where they were purchased.